Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 570 mg/dl at the time of incident. Customer stated the other blood glucose value was over 500 mg/dl. Customer stated the insulin pump was stopped working and had off no power alarm without low battery alert. Customer treated with manual injection. Customer stated new battery resolved the issue. Customer declined troubleshooting for high blood glucose. Customer was performed self test and it was completed. The insulin pump will not be returned for analysis.